Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/20/2023, it was reported by an arthrex subsidiary employee via email that the suture wires from an ar-8925t syndesmosis tightrope xp broke during tensioning. The case was completed using a new product. This was discovered during a procedure on (B)(6) 2023. Additional information received on 12/22/2023: this was discovered during a fibula fracture procedure, and it was completed by removing all the broken suture wires and using a new ar-8925t syndesmosis tightrope xp. The same hole was used so the case was not delayed, and no additional anesthesia was necessary. The patient did not suffer any negative effects on or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-8925t serial/batch number (B)(6) was received for evaluation. Functional testing doesn't apply to this device. Visual inspection found that the device returned with the suture tails frayed. Most likely as a result of the break. However, no significant damage or sharp edges were observed on the handles suture passer. The most likely cause for the reported failure is a user error. Excessive force on the shortening suture strands may break the strands.